Event description:
It was reported the patient experienced some discomfort at the battery site while sitting. Consequently, surgical intervention was taken and the generator was successfully repositioned to the abdomen.